Event description:
It was reported that during implant the left ventricular (lv) lead was positioned and the case was completed. The physician began atrial-ventricular node ablation for chronic atrial fibrillation when it was noted under fluoroscopy that the lv lead had moved from position and there was no capture. The physician attempted to reposition the lv lead but noted that the lobes would not deploy or retract. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and there was blood/body fluid on the outer tubing overlay.